Event description:
On (B)(6) 2022, an amazon customer commented that the product was false negative. A consumer said that this test gave me a false negative and was worried that the swab was so flimsy to be accurate. The user actually received a batch of free tests the night before and the test result was very positive on them. The user took this to see how it worked and the test came out completely negative. The user took another better known a second time and was still positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.